Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number was not provided. It is possible that interactions with the anatomy and/or other devices resulted in the stent to jump and land in an unintended site during deployment due to built-up tension within the shaft lumens of the delivery system resulting in a spring like release of the stent; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat the left leg. The absolute pro self expanding stent came off early and another stent was used to in-stent [embed the stent to the vessel wall]. There were no reported adverse patient sequela. No additional information was provided.